Event description:
It was reported that the patient with this pacemaker presented to the emergency department exhibiting syncope with heart block and bigeminal rhythm. The pacemaker displayed an alert indicative of battery capacity depleted. Device replacement was recommended. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.